Event description:
It was reported that the doctor described the trunion of an accolade stem as being corroded during a hip revision. The corrosion on trunion was noticed during hip revision after the femoral head was removed. Doctor requested a titanium sleeve to place over the trunion and an appropriate head (c-taper).

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown head. It was noted that no further medical information, records, x-rays would be provided by this hospital. Not returned.